Event description:
The customer's mother stated that the customer was hospitalized twice within the past couple of months for diabetic ketoacidosis. The mother also mentioned that the customer recently had a staph infection. Troubleshooting was performed and the insulin pump passed the prime test, but there was no tubing clamp to perform the high pressure test. The mother asked to have the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.